Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device "has a power supply problem" and that it was intermittently not powering on. There was no pt impact.